Event description:
A pt had experienced a lack of therapeutic effect, and throbbing pain around her implanted neurostimulation device. The pt visited with her physician, and the pt's programmer indicated that the implanted device had reached its end of life. The battery was at its end of service. The device was explanted and replaced. Approximately 2 months following the procedure, the pt followed up with her physician as she had experienced some shocking after playing softball. The pt had turned the device off until the (B)(6) f/u with her physician. The pt's device was reprogrammed, and the pt was noted as doing well. Additional info will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).